Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination. Of the samples, 10 were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube overfilled. The patient had to be recollected. The following information was provided by the initial reporter: customer reports tube is overfilling for cat 363083 lot 3016600.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube overfilled. The patient had to be recollected. The following information was provided by the initial reporter: customer reports tube is overfilling for cat 363083 lot 3016600.